Event description:
Occurred at outpatient dialysis facility. Distal end of venous lumen noted to have a crack. Arterial lumen observed to be weak. Pt admitted to health center for removal in the operating room.